Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen responded; however, the keys were out of alignment. A review of the device history indicated button ID: invalid and a touchscreen: fail error codes. The probable cause was due to contamination found on the bottom of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that, during preventative maintenance testing at the user facility, the device experienced a "touchscreen failure" and the touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.